Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds and the patient experienced diaphragmatic stimulation. A fluoroscopy revealed that the lead was dislodged but the lead had been turned off for 3 years. During a routine device changeout the lead was capped and replaced.